Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient via the company representative (rep) regarding a patient receiving intrathecal prialt (ziconotide) via an implantable pump for malignant pain. The company rep stated that a patient presented for a refill today. After leaving, the pump continued to beep. The company rep inquired about the cause of the beeping and how to resolve it. Technical services informed the company rep that the beeping was due to an active alarm that must be acknowledged on the home screen and explained that this was a software-related issue and the alarm must be cleared during or after refill. Agent advised that the patient would need to return for the alarm to be silenced. The company rep reported the patient would likely return tomorrow to have the alarm addressed and they would follow up with the patient. The company rep stated no further issues noted.